Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 72-year-old male underwent impella cp support for a high-risk percutaneous coronary intervention (hrpci). The impella cp was implanted percutaneously via the right femoral artery at 10:23 am on (B)(6) 2026 using standard vascular access techniques, and all best practices were reported to have been followed. During insertion of the impella introducer sheath dilator, the dilator tip was observed to be cracked. The customer reported slight resistance during insertion, and it was suspected that the dilator may have contacted a perclose closure device present at the access site. No excessive force was reported. The patient was not serially dilated, vessel diameter was unknown, and no vessel abnormalities were reported. The patient remained hemodynamically stable. There was no confirmed device malfunction of the impella pump, no reported or deviation from procedural best practices. The device outcome remains under evaluation pending product return and further analysis. The patient survived to explant, which occurred at 11:30 am on (B)(6) 2026.